Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to addition of tandem cuff and additional 2m/s saline added. No patient complications were reported in relation to this event.